Event description:
A pt (B)(6) was enrolled in the (B)(6) study for stress urinary incontinence. The pt was injected with 2.5 ml on (B)(6) 2010 and 1.9 ml on (B)(6) 2011. On (B)(6) 2011, the pt reported urinary retention. Examination on (B)(6) 2011, diagnosed the pt with cystocele and rectocele. The pt was treated with straight catheterization for urinary retention. The physician assessed the urinary retention as moderate in severity and definitely device related. The physician assessed the cystocele and rectocele as mild in severity and definitely not device related.

Manufacturer narrative:
(B)(4). At the time of this report the pt's urinary retention resolved. A review of the device history records indicates the reported lots # 1015081 and 1022345 met all specs prior to release. Add'l lot # 1022345, add'l exp date - 11/2013. Implanted date - (B)(6) 2011. Add'l manufacture date: 11/2013.